Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up approximately 3 years post-op where CT showed a type ia endoleak. The patient is currently asymptomatic and quite unhealthy, so the physician elected to not re-intervene and monitor the patient instead. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to be unknown/undetermined, due to a lack of comparison imaging. The sealing ring was located approximately 1 cm below the expected location but it cannot be determined if it was intentionally placed there. The final patient disposition was reported as unhealthy and being monitored. As of the date of this report there have been no additional patient sequelae reported. A review of the device quality record shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)